Manufacturer narrative:
DHR showed that pump's software was upgraded to v2.00 on (B)(4), 2010 in field which was the cause of ec 36. New software has been developed to address this issue. Pump has not yet been returned by the customer for correction. MDR is a result of a retrospective review of reportability. Reference recall number z-1867-2011.

Event description:
Info received that pump experienced error code 36.